Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0155 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "wire broke in patient." No other information was provided. Additional information received 02/04/2022: "two attempts to insert PICC line on (B)(6) 2021. Short segment of wire or catheter measuring approximately 2.5 cm in length identified on CT scan." Was there any patient harm reported? Retained foreign object.